Event description:
Hcp reported pt presented with signs of infection which included redness and pocket erosion. Cultures were obtained from the device pocket and lumbar region. No organism was found. The pt was treated with IV antibiotics and total device system explant. Hcp reported the infection resolved. The device was explanted but not returned to the MFR for analysis.